Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting the patient in the left temple with 1 ml of juvéderm® vollure¿ xc. The healthcare professional identified a ¿vascular occlusion.¿ the event was reversed. The healthcare professional reported that the patient had a previous ¿vascular occlusion¿ with an injection with an unspecified dermal filler. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, an unspecified dermal filler.